Event description:
End user hospital reported routinely having issues with air bubbles within a contrast injection line after it is attached to a medrad power injector. There has been no pt injury. Hospital has returned one unused contrast injection line from their inventory.